Event description:
Caller reported a malfunction on pump, identified by malfunction code ¿malf 1¿ and previously experienced at least three times on same device. There was no adverse impact to customer¿s blood glucose level. Customer was advised to use a backup insulin pump to ensure uninterrupted insulin delivery and was sent a replacement pump by tandem technical support, which included updated software. Instructions for storage and return of malfunctioning pump were provided, and the customer acknowledged all guidance received.